Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported the connection between the transfer set and the catheter adapter was not tightened enough, which is a known cause of a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had leaked at the connection site to the catheter, during drain two of four of peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. The technical service representative (tsr) assisted the hp in therapy. Upon follow up with the registered nurse (rn), it was determined the connection of the transfer set and catheter was not tightened enough. It is unknown how the hp completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.